Manufacturer narrative:
Reporter is a synthes employee. Part number: 313.96.96, synthes lot number: a4gl740, supplier lot number: n/a, release to warehouse date: september 30, 1997, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the cruciform screwdriver (p/n: 313.96.96, lot #: a4gl740) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the recess of the cruciform screwdriver tip was partially broken and not returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the cruciform screwdriver (p/n: 313.96.96, lot #: a4gl740). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at field service location, it was observed that the cruciform screwdriver was broken. There was no known patient or hospital involvement. This report involves one (1) cruciform screwdriver. This is report 1 of 1 for (B)(4).